Event description:
It was reported that the external pulse generator (epg) "would not capture patient." The epg was replaced, and using the same setting, everything worked. It was further reported the epg had a cracked case, due to it being dropped. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: the generator was returned and analysis confirmed the customer comment that the upper and lower cases were broken, but could not confirm the customer comment that it was unable to capture as the device would no longer power up. Analysis also found the lower cases, the battery release and the lead flex cover were contaminated, that both bail covers, the ring cover, two case screws, both bails, the battery drawer o-ring and the ring were missing, the battery contacts were compressed, the keyboard was scratched, the main printed circuit board (pcb) was out of specification, the battery flex and the heart lead flex were corroded and the serial number label was damaged. (B)(4).

Event description:
It was reported that the external pulse generator (epg) "would not capture patient." The epg was replaced, and using the same setting, everything worked. It was further reported the epg had a cracked case, due to it being dropped. The epg was returned for repair. No patient complications were reported as a result of this event.